Manufacturer narrative:
(B)(4). Date of event - only year known, assumed 1st day of month that complaint was reported. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the black sheath melted. Visual inspection revealed that the sheath was melted near the hp connecting area. There was no damage on the blade cutting area. The device was functionally tested with both gen11 and gen04. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed and an error code 5 was displayed when tested when the gen04. A probable cause of the device stop activating and display an instrument error screen /error code is blade damage. The device was disassembled to inspect the internal components, it was found that the blade had cracked were the sheath had melted. The melting plastic adhered to the blade impeding its free movement. This damage could have resulted from not torquing or not tighten the disposable to the handpiece properly, there could be a heat effect at the threaded stud to instrument interface.

Event description:
It was reported by the affiliate that during a coronary artery bypass harvesting procedure, with both the gen04 and gen11 after 90 minutes error code 5¿replace instrument¿ was displayed. There was damage/melting at the end of instrument ¿ where the handpiece was connected. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.